Event description:
A peritoneal dialysis patient reported that dialysis solution leaked out of the cassette and into the cycler. Patient stated that the blue pin broke and solution was leaking from the tubing set and also sprayed the cycler. Patient had no adverse effects and was able to complete their treatment. Sample has not been returned to the manufacturer.

Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.